Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shock due to oversensing and noise. The noise was able to be reproduced with arm movement and infinite impedance was recorded. Subsequently, this ICD system was explanted. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shock due to oversensing and noise. The noise was able to be reproduced with arm movement and infinite impedance was recorded. Subsequently, this ICD system was explanted. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
Additional information was later received indicating that the allegation was captured in another report # 2124215-2026-14821 (tw22735914) and this is a duplicate record. Therefore, this is no longer a reportable complaint.